Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as fatigue and an inability to concentrate and was unable to self-treat, requiring treatment of juice, sugar, or food provided by a non-healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch or adhesive. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as fatigue and an inability to concentrate and was unable to self-treat, requiring treatment of juice, sugar, or food provided by a non-healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.